Manufacturer narrative:
Follow-up #1: date of submission 15-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: during investigation, the keypad cover was undamaged and all keypad buttons were responsive to user input. The keypad cover was removed to find no contaminants under the button contacts. The pump was opened to find no intermittent conditions on the keypad flex connector. The unresponsive keypad complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.